Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 17mar2017. The review was performed from the date of manufacture to the present date 01mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had failed pm due to rate accuracy being too low ( minimum specification 12.41 actual reading 11.41) there was no reported patient involvement.

Manufacturer narrative:
Imdrf annex a , b, c, d and g grid fields are updated.

Event description:
It was reported that the device had failed pm due to rate accuracy being too low (minimum specification 12.41 actual reading 11.41) there was no reported patient involvement.

Event description:
It was reported that the device had failed pm due to rate accuracy being too low ( minimum specification 12.41 actual reading 11.41) there was no reported patient involvement.

Manufacturer narrative:
Unique identifier (UDI) and device manufacture date is updated.